Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the home remote monitoring system for this device indicated a potential device issue. Attempts for additional information were made; additional information was not able to be obtained. There were no adverse patient effects reported. The device remains in service.